Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unresponsive for 2 hours after an elective ipg replacement procedure on (B)(6) 2016 and was taken to a hospital by an ambulance. The patient was treated for seizure. The patient was not under general anesthesia and was responsive during the procedure. The patient had a pacemaker implanted and also has seizure disorder. Follow-up revealed the patient was awake and was doing well.